Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned with the original guidewire inserted, and investigators were able to remove it without issue. Functional testing was performed, and a new wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during insertion for an ablation procedure one farawave catheter was selected for being used, the catheter was out the sheath in the body and the wire was extremely difficult to advance or pull back. No tissue was seen at the tip of the catheter or guidewire. An alternate device was used and no patient complications occurred. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion for an ablation procedure one farawave catheter was selected for being used, the catheter was out the sheath in the body and the wire was extremely difficult to advance or pull back. No tissue was seen at the tip of the catheter or guidewire. An alternate device was used and no patient complications occurred. The device is expected to return for laboratory analysis.